Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with under-sensing. No intervention was reported. The patient status was unknown.